Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The bar extension assembly has exposed carbon fibers. Case type: no associated procedure.

Event description:
The bar extension assembly has exposed carbon fibers. Case type: no associated procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported issue: it was reported that the base bar extension was damaged. Product history review of the device history records indicate 50 devices were manufactured and 49 devices were accepted into final stock on 01/19/2017. A review of qt17-06-0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 210070, lot 601571 shows no additional complaint(s) related to the failure in this investigation. . Inspection: inspection showed no damage to the part. Conclusion: the failure mode was not confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.